Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient has a hobby that includes tinkering with electronics, and the patient was able to correlate the time when noise was observed to when the patient was experimenting with an old amplifier noted to have very old cables. No additional episodes have since been recorded, and the patient was advised to keep distance from external sources of electromagnetic interference.

Manufacturer narrative:
Continuation of d10:  6935m62 lead implant date: (B)(6) 2022.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that noise was seen on the can to rv coil but is not being seen by the device. The clinic had the patient do arm maneuvers but they could not replicate the noise.  The company¿s technical services were consulted and data was reviewed by qualified personnel. It was determined that the noise is consistent with electromagnetic interference/pectoral myopotentials. It was also noted that high-frequency and variable amplitude signals can be prominent on egms that include the can. And because icds do not use these signals as primary sensing channels, they do not cause oversensing if the lead is intact, thus no oversensing was being sensed/marked on those episodes. The ICD remains in use. No patient complications have been reported as a result of this event.